Event description:
A user facility biomedical technician (biomed) reported that an aquabplus 2000 would not power on. The clinic had not yet opened and there was no patient involvement. The biomed contacted technical support for troubleshooting assistance. The biomed was first advised to change two fuses from the power supply. After replacing the fuses, the biomed attempted to power on the reverse osmosis (ro) system and heard a zap followed by a burning smell. Technical support advised the biomed to replace the power supply at this point. The biomed observed a burnt resistor on the power supply board when it was removed (a photo was provided via email). There were no alarm codes displayed on the system during this event. The biomed stated there was no damage on the motor protection switch (mps). Additionally, the mps was tested and confirmed not to have any issues. The biomed also found discoloration on a red and blue (or green) wire from the power supply. The biomed could not recall if the wire was partly blue or green. The power supply and wire were both replaced and there have been no further issues with the ro. The biomed stated there were no issues with the local power supply at the wall box; no burnt fuses were found. The biomed did not know if there were power outages at the facility, but they did say that there were storms overnight. The machine files were provided for review and the damaged power supply was available to be sent back for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that an aquabplus 2000 would not power on. The clinic had not yet opened and there was no patient involvement. The biomed contacted technical support for troubleshooting assistance. The biomed was first advised to change two fuses from the power supply. After replacing the fuses, the biomed attempted to power on the reverse osmosis (ro) system and heard a zap followed by a burning smell. Technical support advised the biomed to replace the power supply at this point. The biomed observed a burnt resistor on the power supply board when it was removed (a photo was provided via email). There were no alarm codes displayed on the system during this event. The biomed stated there was no damage on the motor protection switch (mps). Additionally, the mps was tested and confirmed not to have any issues. The biomed also found discoloration on a red and blue (or green) wire from the power supply. The biomed could not recall if the wire was partly blue or green. The power supply and wire were both replaced and there have been no further issues with the ro. The biomed stated there were no issues with the local power supply at the wall box; no burnt fuses were found. The biomed did not know if there were power outages at the facility, but they did say that there were storms overnight. The machine files were provided for review and the damaged power supply was available to be sent back for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Review of the complaint history revealed that the reported event is a known issue. The technician resolved the issue by replacing the power supply unit and the 24v connection cable. The reported event was confirmed based on the provided photograph and reviewing the machine files. Reviewing the machine files confirmed the power supply was faulty. It was reported that storms had occurred overnight, which likely impacted the local power supply by causing a power surge. As a result, components in the power supply unit were damaged and the power supply unit failed. This is consistent with a power off period which was identified during review of the machine files. During troubleshooting of the machine, the technician also found a discolored 24v connection cable. This discovery was not related to the reported event. The discolored component was most likely caused by bad contacting, which is a failure associated with an ongoing CAPA project. A device history record (DHR) review was performed. The device was found to be conforming to the specifications and was confirmed to be released without any discrepancies. A review of the repair history was not required. Additionally, no sample return was required as the provided photograph was sufficient in determining a cause for the failure. The reported event was not user related, and therefore a review of the instructions for use (IFU) was not necessary. A review of the service manual (sm) was not needed because the event was most likely caused by overvoltage from the power grid, which is not service or maintenance related. Based on the information available, the reported event was confirmed.